Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The reporter alleged the infusion device delivers an inaccurate amount of insulin when the battery is low. The patient was having high blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.